Event description:
It was reported one of patient's lead has high impedances. Investigation was unable to determine which lead attributed to the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000151371.

Event description:
Related manufacturer reference number:3006705815-2024-08060. It was reported patient underwent surgical intervention on (B)(6) 2024 during which the impeded lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.